Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the prostyle device was twisted in a clockwise and anticlockwise motion during advancement [physician standard practice]. During device removal, the footplate failed to fully retract resulting in the device becoming stuck. The prostyle device was removed by using force and twisting the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a greater than sheath and the evar procedure was completed. Hemostasis was achieved with the two prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The prostyle device was removed with force. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.